Event description:
Clinical information: (B)(6) - catalyst ide study, patient site ID: (B)(6)- 2312 ((B)(4)). It was reported that on 10 october 2023, a 31mm amplatzer amulet occluder was selected for an implant procedure. The patient was noted to be in normal sinus rhythm prior to procedure. An implant of the 31mm amplatzer amulet occluder was attempted, but unsuccessful due to an inability to delivery the occluder. The implant was aborted, despite appropriate angle and multiple re-positioning attempts. It was also noted that there were multiple transseptal punctures performed. The patient was placed under general anesthesia for and administered heparin for procedure. The patient had a minimum activated clotting time (act) level of 269 seconds and a max act level of 305 seconds. On (B)(6) 2023, it was noted that the patient had complaints of shortness of breath/dyspnea. The patient's dyspnea is exacerbated at rest and during activity. Patient stated taking deep breathes cause chest pain and took tylenol and sat up in bed to alleviate symptoms. Patient is able to breath normally with no signs of distress. An electrocardiogram and transthoracic echocardiogram and no showed no signs of pericardial effusion, pericarditis or any other complication. It was noted that during the tte the patient stated that symptoms are resolving and mentioned having a cold prior to procedure. There was no treatment/intervention required/performed. The patient was told to following up with their primary care practitioner and request a chest x-ray if condition does not improve. Subsequent to the previously filed report, additional information was received that there were 4 different 14f amplatzer torqvue 45x45 delivery sheaths used during procedure. There is no allegation of malfunction against the abbott devices or procedure.

Manufacturer narrative:
An event of dyspnea was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Reportedly, the patient had a medical history of paroxysmal atrial fibrillation, previous cerebrovascular/cardiovascular procedures, and previous percutaneous intervention. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant informationna

Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 31mm amplatzer amulet occluder was selected for an implant procedure. The patient was noted to be in normal sinus rhythm prior to procedure. An implant of the 31mm amplatzer amulet occluder was attempted, but unsuccessful due to an inability to delivery the occluder. The implant was aborted, despite appropriate angle and multiple re-positioning attempts. It was also noted that there were multiple transseptal punctures performed. The patient was placed under general anesthesia for procedure, had heparin administered and had a minimum activated clotting time (act) level of 269 seconds and a max act level of 305 seconds. On (B)(6) 2023, it was noted that the patient had complaints of shortness of breath/dyspnea. The patient's dyspnea is exacerbated at rest and during activity. Patient stated taking deep breathes cause chest pain and took tylenol and sat up in bed to alleviate symptoms. Patient is able to breath normally with no signs of distress. An electrocardiogram and transthoracic echocardiogram and no showed no signs of pericardial effusion, pericarditis or any other complication. It was noted that during the tte the patient stated that symptoms are resolving and mentioned having a cold prior to procedure. There was no treatment/intervention required/performed. The patient was told to following up with their primary care practitioner and request a chest x-ray if condition does not improve.